Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the patient had hernia repair because the incision site was swollen. The surgeon incised the skin herniation thru suture gaps, the suture knots were intact. All suture materials were reopened, fresh edges. Skin closure was performed. The patient was on strict home bed rest and was provided analgesics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.